Event description:
Philips children's med ventures heel snuggler was applied appropriately to infant heel. When removing product for lab draw heel snuggler burst open and contents went all over infant foot. Internal contents have potential to be very hot and can cause burns. Infant's heel wiped clean immediately. No adverse effect/no permanent damage to heel.